Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause of early sensor expiration could not be determined. The reported event of a replace sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.